Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 412 mg/dl and low blood glucose value was 40 mg/dl. Sensor glucose was 263 mg/dl. Customer also stated they were treated at the hospital. The customer did not provide details regarding symptoms of high and low blood glucose. The customer treated high blood glucose with insulin injections and low blood glucose with juice and sweets. The insulin pump will not be returned for analysis.